Event description:
It was reported the coil detached half way into the microcatheter during retrieval after the coil had failed to detach in the aneurysm. The physician attempted to push the coil back into the aneurysm but it prolapsed into the internal carotid artery (ica). The physician used a stent to keep the coil in place. There was no reported clinical consequence to the patient.

Event description:
It was reported the coil detached half way into the microcatheter during retrieval after the coil had failed to detach in the aneurysm. The physician attempted to push the coil back into the aneurysm but it prolapsed into the internal carotid artery (ica). The physician used a stent to keep the coil in place. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Device remains implanted in the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.